Manufacturer narrative:
E.1. Initial reporter facility name:(B)(6). Device evaluation: no samples were received for investigation of pr(B)(4), in which the customer has stated: "the patient complained of leakage from the needleless injection cap. After inspection, a crack was found in the cap." The product in use at the time is reported to be a mp1000-c china from lot 24075102. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24075102 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000-c china in the past 12 months.

Event description:
It was reported that the bd maxplus needleless connector had cracks. The following information was provided by the initial reporter, translated from chinese to english: the patient had a double-lumen PICC catheter with an external needleless connector implanted at 16:00 on (B)(6). The patient was given an infusion at 9:00 on (B)(6). The patient complained of leakage from the needleless connector. After inspection, the connector was found to have suspected cracks. The needleless connector was replaced after disinfection. During the replacement process, it was found that the connector was too tight and was removed using hemostatic forceps.